Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Reportedly, the pacemaker had eroded through the skin. The patient stated that he sometimes used a screwdriver to debride debris from the eroded pacemaker. The physician plans to explant and discard the pacemaker and the pacing leads, admit the patient to the hospital, and then plan a pacemaker implant. According to the physician, the infection was likely caused during the pacemaker implant procedure at a different hospital. The patient was stable, and an update on the post-procedure will be provided. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.